Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the pt's right eye (od) in 2009. The lens was explanted two days later, due to excessive vaulting. Subsequently, the pt had elevated iop, narrowing of the angle, angle closure and shallowing of the anterior chamber. A second iridectomy was performed. The lens was exchanged for a shorter lens. The pt's bcva is 20/20.

Manufacturer narrative:
Secondary surgery - iridectomy - excessive.